Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited tip lid fixing screw adhesion peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus found the adhesive of the distal end lid fixing screw was peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the adhesive of the distal end lid fixing screw is peeled could not be determined. Olympus will continue to monitor field performance for this device.